Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The patient's medical history included pre-eclampsia, hyperlipidemia, obesity, cesarean section and cholecystectomy. Concurrent conditions included menstrual cramps and environmental allergy. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Ultrasound scan vagina - on (B)(6) 2020: the right essure device is visualized in the right adnexa distal to the expected location in the right cornua. Consultation with gynecology is recommended for further evaluation. Position of left essure device within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, hyperlipidemia, obesity, cesarean section and cholecystectomy. Concurrent conditions included menstrual cramps and environmental allergy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menometrorrhagia ("protracted/ irregular bleeding/menstrual cycles"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, migraine and menometrorrhagia outcome was unknown. The reporter considered device dislocation, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2015 on the left side, 8 coils were noted when finished. On the right side, 2 coils were noted when finished. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion; on (B)(6) 2015: impression: bilateral essure devices in place. Ultrasound scan vagina - on (B)(6) 2020: the right essure device is visualized in the right adnexa distal to the expected location in the right cornua. Consultation with gynecology is recommended for further evaluation. Position of left essure device within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Reporter information, patient's lab data and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, hyperlipidemia, obesity, cesarean section and cholecystectomy. Concurrent conditions included menstrual cramps and environmental allergy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menometrorrhagia ("protracted/ irregular bleeding/menstrual cycles"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, migraine and menometrorrhagia outcome was unknown. The reporter considered device dislocation, menometrorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Ultrasound scan vagina - on (B)(6) 2020: the right essure device is visualized in the right adnexa distal to the expected location in the right cornua. Consultation with gynecology is recommended for further evaluation. Position of left essure device within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information, event "migration of essure device, severe migraine and protracted/ irregular bleeding/menstrual cycles" were added. Device information (date explanted) was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The patient's medical history included pre-eclampsia, hyperlipidemia, obesity, cesarean section and cholecystectomy. Concurrent conditions included menstrual cramps and environmental allergy. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Ultrasound scan vagina - on 20-jul-2020: the right essure device is visualized in the right adnexa distal to the expected location in the right cornua. Consultation with gynecology is recommended for further evaluation. Position of left essure device within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.